Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Lot # given does not match database. Results: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. A photo was sent that does not show the customer's complaint. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers's indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked blood during collection due to sleeve not recovering. No serious injury, no medical interventions. Mo mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. 10/07/2015.